Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(60. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the user facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the distal fibula surgery, when implanting the 3.5mm cortex screw, the screw head broke off. It was reported that the surgeon had applied a lot of force to the screwdriver when implanting/tightening the reported screw. The screw head was removed, but the screw shaft remained in the patient. The surgeon was unable to retrieve the screw shaft. The surgeon used another screw to complete the procedure. The surgery was completed successfully without surgical delay and without further medical intervention. The patient&#38112;post-operative status was reported as stable. This report is 1 of 1 for (B)(4).